Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the issue recurs.